Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that patient¿s ins was over discharged. The rep also reported that there was ins pocket site discomfort. The rep reported that the patient last felt stimulation about 2 years ago. The rep noted that the patient had reported that he worked with reps to help with recharging challenges, but the device was not over discharged at that time. It was unclear when the troubleshooting occurred. The patient stated it was about 2 years ago. The rep reported that the patient didn¿t want to attempt a physician mode recharge (pmr) procedure or discuss a replacement/revision option. The patient requested to have the device explanted. No further complications were reported.